Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The physician had difficulties getting good marking, but he felt confident he was in the lumen so he deployed the foot. He pulled back nearly 2 cm to feel resistance. When deploying the device, a double cuff miss occurred. The physician removed the device, and manual compression was used to achieve hemostasis. One hour after the procedure, the pt has a cold, pale leg and a follow-up angiogram showed a total occlusion above the puncture area. A thrombus was also noted above the occlusion. The pt was taken to surgery. The surgeon and the pt's physician believe that the physician caught a calcified plaque with the foot of the device which may have contributed to the double cuff miss. A little dissection was also noted in the area. No other info has been available to perclose at this time.